Event description:
Customer reported, a rh discrepancy on a donor sample for a known as o negative donor. The sample originally ran on the galileo and tested weak d positive 1+.

Manufacturer narrative:
Images were not able to be retrieved, since the customer does not have access to pc anywhere or blud direct. Customer could not be completely sure that the donor sample did not have fibrin at the time the weak_d assay ran the first time. Could not determine the cause of unexpected positive reaction on the original weak_d run. Customer could not reproduce positive reaction using the same donor sample on the galileo or manual tube method. Repeat testing on the galileo confirmed rh negative. The customer did not return sample for investigation testing, could not rule out a sample related issue.